Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads from the same lot number. It was reported the patient was not receiving effective stimulation in her back. The patient also experienced unintended abdominal stimulation. An sjm representative reprogrammed the system but was unable to provide effective stimulation therapy to the patient. The patient's entire system was explanted on (B)(6) 2016.